Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the intra-aortic balloon catheter (iabc) was inserted on saturday (B)(6) 2019 at 12.30 a.m. In an obese, diabetic patient with aortic calcification. At 6:19 a.m. The console generated helium leak alarm and at 10:30 am, the medical staff attempted to withdraw the balloon without success. With x-ray , the doctor saw the balloon thrombus in aorta. The doctor made punctures to try to empty the balloon catheter blocked in aorta . A lasso was used to catch the iab and after a thrombuster. A vascular surgeon refused to open the aorta. The surgeon made two iliac stenting and aorta stenting to avoid a complete aorta¿s obstruction. This results in ischemia of the lower limbs by occlusion of the terminal artery by the balloon. There was finally a rupture of the shaft of the balloon with a piece of balloon remaining in the aorta. An arterial closure by surgery was performed in the operating room. Unfortunately, the balloon has not been kept for evaluation. The patient was in intensive care and had to be transfused. The dose of pressor amines were increased. The date of death is (B)(6) 2019.